Event description:
It was reported that the cot dropped and a patient was injured. Medical intervention was reported however the customer did not recall or report the extent of the injury. The cot has been evaluated by a service technician and the cot was determined to be operating to specification.